Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
Stryker "1.2/1.7 module in-situ cutters" were used to cut out an osteomed plate on a pt before replating with stryker plates. While trying to cut out the plate, one of the blades on the cutters was chipped.